Event description:
It was reported that the hand piece was getting warm to the touch; there was no patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Evaluation summary: product analysis could not verify the customer's complaint concerning over heating; the unit was not working when it arrived. Corroded bearings were not allowing rotation of the shaft. Replaced nose cone, bearings and other parts due to corrosion. The unit was tested and passed all manufacturing specifications.